Event description:
It was reported the switch flickered and may have shorted or sparked. Visual examination and electrical testing of the unit revealed no spark, short or other defect, although internal components were damaged and the fabric foundation was badly discolored from misuse, folding while in use, and excessive levels of heat. We were unable to detect any defect in the performance of the unit.